Event description:
The surgeon attempted to implant a silicone lens, but the haptic was damaged as it was being inserted. The incision was enlarged to remove the lens. No more info has been forthcoming.